Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use of the bd vacutainer® push button blood collection set the needle safety feature malfunctioned resulting in a dirty needle stick. (2 of 2: patient). Material no. 367342, batch no. 8005797. The following information was provided by the initial reporter: we had the safety feature malfunction on a bd vacutainer 23g lot number is 8005797. The malfunction resulted in a needlestick. As a result of their deep-dive on the needlestick, the user reported pushing the button, but that it ultimately did not retract. Not entirely sure if the button was actually pushed, but trying to get confirmation, and hoping to meet with the user to reinforce training with the device. 09-may: spoke to the customer and she confirmed that only the phlebotomist experienced a dirty needle stick. Due to the cdc protocol both the patient and employee were tested for blood borne pathogens. 08-may: rcvd an email from the customer stating the following: sorry about the delay. The device was not saved. The patient and employee were both tested for blood borne pathogens (hep b, hiv, hep c). No further intervention was required.

Manufacturer narrative:
Medical device type: additional: fpa. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® push button blood collection set the needle safety feature malfunctioned resulting in a dirty needle stick (2 of 2 patients). Material no. 367342, batch no. 8005797. The following information was provided by the initial reporter: we had the safety feature malfunction on a bd vacutainer 23g lot number is 8005797. The malfunction resulted in a needlestick. As a result of their deep-dive on the needlestick, the user reported pushing the button, but that it ultimately did not retract. Not entirely sure if the button was actually pushed, but trying to get confirmation, and hoping to meet with the user to reinforce training with the device. On 09-may: spoke to the customer and she confirmed that only the phlebotomist experienced a dirty needle stick. Due to the cdc protocol both the patient and employee were tested for blood borne pathogens. On 08-may: rcvd an email from the customer stating the following: sorry about the delay. The device was not saved. The patient and employee were both tested for blood borne pathogens ((B)(6)). No further intervention was required.